Event description:
It was reported that this intra aortic balloon was in use for several hours when the pump indicated a helium leak. The user restarted the pump several times to try to resolve the alarms. Blood was seen entering the helium tubing. The iab was removed. There were no associated pt complications.